Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneous high rheumatoid factors (rf) results generated by unicel dxc 600 pro chemistry analyzer using rf reagent lot m009630. The erroneous results were reported out of the laboratory and questioned by the physician. Customer faxed data from patients run on lot m009630. No confirmatory testing or testing on other lots was provided for these samples. Rf test was run in triplicate. Patient results are provided. Patient treatment was not impacted by this event.

Manufacturer narrative:
The samples were serum. No sample issues were noted. Qc results have been within specification. Customer ran cx rf calibrator as a sample with both lots for investigational purposes. Per customer, operators have been doing proper maintenance and the system has recently had maintenance by beckman service. Service was not dispatched since this is a reagent issue. This is a reagent issue.